Event description:
It was reported the patient did not recharge the ipg as recommended. The patient lost their external devices in a house fire over two years ago. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated the directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.